Event description:
Info received indicates the base frame has a broken weld at the brake/steer tube.

Manufacturer narrative:
A replacement base frame weldment was sent to the account to repair the stretcher.